Event description:
It was reported that the patient received a heart transplant on (B)(6)2020.

Manufacturer narrative:
Section b5, d4, d7, h4: additional information. Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed and pump stop events. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020. Several low speed events resulting in pump stops were captured between (B)(6) 2020 and (B)(6) 2020, while the patient was connected to both the power module as well as battery power. A total of 11 motor stopped alarms were captured during the pump stop events and the abnormal pump operation was associated with low speed advisory, low speed hazard, and low speed operation alarms. These events were also associated with elevated powers ranging from 10.1-12.9 watts. Based on previous complaint history, the observed events appeared to be consistent with potential driveline wire compromise. Following the last pump stop on (B)(6)2020, the pump appeared to regain and maintain the fixed speed for the remainder of the file. Excluding the low speed and pump stop events, the pump operated above the low speed limit. Despite the observed alarms, the pump appeared to function as intended. It was reported that following admission, there continued to be a potential risk for pump stops. The cause of these events was determined to be a wire-to-wire (phase-to-phase) short on the internal portion of the patient¿s driveline; however, the patient refused a pump exchange. The patient was then transferred to the transplantation center, regensburg, and was listed as high urgency. The patient ultimately received a donor heart on (B)(6)2020. It was also reported that although heartmate ii lvas, serial number (B)(6), was explanted, the device would not be returned for evaluation. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced several pump stops under battery support. Patient was admitted to the hospital for exchange or high urgent evaluation for transplantation. A driveline short was suspected as the cause for pump stops. No further information was provided.